Event description:
Covidien received a report that this n65 pulse oximeter display is missing segments. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
The serial number was not provided by the customer. (B)(4).